Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer. An indeflator was used to inflate the balloon but the device would not hold pressure and a pinhole leak was found approximately 9.7cm from the balloon bond, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a pacific plus to treat a lesion in the mid anterior tibial artery. Degree of tortuosity was none. Degree of calcification was little. Lesion stenosis was cto (chronic total occlusion-100%). A cook 6f mountain sheath was used. A v18 guidewire was used. Embolic protection was not used. Contrast agent and saline was used. Device was prepped per IFU. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. There was a balloon burst on first inflation at 4 atms. After the blood vessel was opened, the balloon catheter was delivered along the v18 guidewire to the lesion site. During dilation, it was found that the balloon could not be inflated and the pressure could not be increased. After careful observation, it was found that the contrast agent had leaked. After taking it out, it was determined that the balloon was damaged. All fragments of the balloon retrieved. Replaced with the same model of balloon for dilation. No patient injury reported.